Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
The sales manager of embecta called to report: the distributor reported that on august 15, 2024, when the nurse of xxx hospital opened the package and used a syringe to draw the liquid medicine, the nurse found a black block of foreign matter in the syringe barrel, so the nurse stopped using it and reported the adverse event. Material code 328421, lot number 3024620, 20173141288, the sample can be sent and need the closure letter. The hospital requires equivalent compensation for contaminated drugs. Sample availability: yes sample availability details: physical sample available only.